Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the cdh33 device anvil was loose and they could not remove the instrument after firing. The tissue was excised and reanastomosis was done with a new device to complete the case.